Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. Per additional follow up from the customer, the device was cleaned, disinfected, and sterilized the product before it sent in for repair. According to the customer, it is not known when the foreign material adhered to the nozzle. There was no delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, and the nozzle is cleaned with lint-free cloths/brushes/sponges and the air/water nozzle is flushed with detergent solution. The event can be detected/prevented by following below instructions for use: inspection method is described in the operation manual gif/cf/pcf-290 series chapter 3 preparation and inspection. Prevention method is described in the reprocessing manual gif/cf/pcf-290 series chapter 5 reprocessing the endoscope (and related reprocessing accessories). . Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus repair facility for evaluation, the customer¿s allegation was confirmed. In addition, evaluation of the device observed the following non-reportable finding: the insulation resistance value at distal end does not meet the standard value, due to a crack on plastic distal end cover; the control unit and connecting tube had discoloration, the screw in suction connector was detached; the water removal ability does not meet the standard value due to clogging of nozzle and plastic distal end cover, forceps elevator lever, forceps elevator knob, the play of upward/downward knob is out of the standard value due to the wear of angle wire; the connecting tube had a dent and wrinkles, the plastic distal end cover and adhesive on bending section cover was cracked, the bending tube was deformed, the paint on suction cylinder was peeled; there were scratches on the connecting tube, upward/downward angulation control knob, right/left knob, switch# 1, switch box, suction connector, control unit, objective lens, image guide protector, and scope connector cover unit. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the videoscope had noise in the image. During evaluation, the following reportable issue was found that the nozzle had foreign objects. There were no reports of patient or user harm. This MDR is being submitted to capture reportable malfunction found during the device evaluation.